Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and continued monitoring was recommended. In a subsequent call, technical services (ts) was contacted regarding updated guidance for this device. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.